Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the limited information received from the field the device was explanted due to pneumococcal meningitis. Despite requested no further information has been received. A review of the device_s sterilization records confirms that proper sterilization was applied at the time of manufacturing. This is a final report.

Event description:
The explanted device has been received. According to the device explant report form the user had a pneumococcal meningitis where the electrode array acted as bacterial conductor to the intracranial area. Reportedly, the user was not implanted with a new device. Further information has been repeatedly requested, but has not been received.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Explanted device has been received at hq. According to the device explant report form the user had a pneumococcal meningitis. Further information has been requested.